Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's spouse reported via phone call that customer experienced low blood glucose level. Blood glucose level at the time of incident was 39 mg/dl and the current blood glucose level was 64 mg/dl. Customer reported symptoms like sweating and treated hypoglycemia with glucose tablets, honey. It was unknown whether the auto mode feature was active or not. The customer declined to troubleshoot. The insulin pump will not be returned for analysis.